Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
The post market clinical team has conducted a follow-up report on ¿a retrospective data collection of the internal fracture fixation of long bones with the axsos3 titanium locking plate system ¿. The study was conducted at ¿ cooper university hospital, cooper bone and joint institute, united states¿. The report is associated with the stryker ¿axsos3 titanium locking plate system ¿and includes an analysis of the clinical data that was collected on 93 patients. The cases in the study range from (B)(6) 2007 to 2008 .the report indicates, ¿one patient suffered a proximal humerus fracture and was surgically repaired. They suffered another adverse event and was classified as a loss of motion about the proximal aspect of their humerus. They subsequently required a secondary procedure to remove the hardware. The adverse event resolved after this procedure¿.